Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient underwent a surgical procedure where the physician performed intraoperative testing and confirmed high impedances. Surgical intervention was not performed on the lead at that time. Postoperative, the impedances were high and effective therapy could not be obtained. The patient underwent a subsequent surgical procedure on (B)(6) 2019 where the lead was replaced. During the procedure, the physician noticed the lead had pulled away from the dura and believes that was the cause of the high impedances and auto-reducing. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective stimulation due to high impedances on all lead contacts. As a result, the patient may undergo surgical intervention later.